Event description:
Between (B) (6)2009 and (B) (6)2009, a physician initially utilized a 2.5 mm coupler, but abandoned using it and reverted to a sewn anastomosis. It was reported that "the coupler detached from its mounting during placement on the vessel walls." The physician completed the procedure utilizing sutures to complete the anastomosis. There was no pt harm.

Manufacturer narrative:
The device was not implanted. Three unused 2.5mm coupler assemblies still sealed within their trays from the same batch number as the device in question were returned for analysis. All rings were fully seated in the jaws. There were no defects detected during visual inspection. Each assembly was measured to determine the amount of force required to pull the ring out of the jaw. The results indicated that the average measured force required to pull the ring out of the jaw for each of the returned products is within spec. The event was not able to be duplicated and the forces do not suggest that the assemblies contained a functional defect. According to the device history record, the devices met spec prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed no each assembly during the mfg process.